Event description:
It was reported that the customer's insulin pump had an area by the motor that looked burned .the customer also stated the insulin pump felt hot. The customer's blood glucose level was 222 mg/dl. Standard troubleshooting was performed. The battery compartment did not appear to be corroded. The product has been returned. Nothing further was reported.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The blood glucose meter and transmitter communicated properly and all data was registered properly in the insulin pump history screen. The insulin pump was received with a cracked reservoir tube lip and a stained end cap sticker. No heat or damage was noted inside of the battery tube or insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).